Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was variable. Rv pace impedance variable but generally 500 ohms through 28-sep-2015 rises out of range by 09-nov-2015. Rv pace impedance varies between approximate 490 ohms and 800 ohms between 7-jul-2014 and 13-apr-2015. (B)(4).

Event description:
It was reported that there was an increased impedance on the right ventricular (rv) lead. The lead was removed. No patient complications have been reported as a result of this event.